Manufacturer narrative:
Product analysis:the device was not returned therefore no product analysis can be performed. Conclusion:without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an ultrasound confirmed a right femoral artery aneurysm. Subsequently a surgical intervention was performed with a cardiovascular patch. It was reported that the aneurysm was unrelated to the device but the cause of the aneurysm could not be confirmed. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.